Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: -o2 input flow test failed. -oxygen supply failed. No patient involvement.